Event description:
It was reported that during a coiling procedure, physician had difficulty advancing coil through subject microcatheter. There was a surgical delay of unknown time. The procedure was completed successfully with another device. The subject microcatheter was returned for analysis and the device investigation revealed that the subject microcatheter¿s ptfe inner lining was peeled.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the subject catheter shaft was seen to be kinked/bent, and the catheter hub and tip were intact. Functional inspection revealed that when a 0.023" pin gauge was verified to meet the subject catheter shaft when inserted into the catheter hub and when subject catheter was flushed and an attempt to advance the 0.0158" patency mandrel was made; however, the patency mandrel would only advance 7 cm from the hub. The subject catheter shaft was cut at 7cm from the hub and what appeared to be polytetrafluoroethylene (ptfe) was removed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the subject device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. The customer says that it was not possible to push the coil through the subject microcatheter. The subject microcatheter was flushed and an attempt to advance the 0.0158" patency mandrel was made; however, the patency mandrel would only advance 7 cm from the hub. The catheter shaft was cut at 7cm from the hub and what appeared to be ptfe was removed. It is likely the ptfe inner layer was damaged when resistance was felt advancing the coil in the subject microcatheter shaft. The event most likely occurred due to some procedural factors during use. The as reported catheter, difficulty advancing coil as well as the as analyzed codes catheter shaft kinked/bent, catheter shaft block/occluded and catheter ptfe inner lining peeling will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.